Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, when the physician rotated the handle to deploy the bands, it was noticed that there was a lag when the bands deployed off of the ligator. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. It was reported that the trip wire was not secured in the slot, which is opposite to what is instructed in the device instructions for use (IFU). Additionally, the handle was used when taking up the slack instead of pulling the proximal end of the trip wire, which is not described in the device instructions for use (IFU).